Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A companion sample was received for evaluation. Visual inspection, leak testing, clamp function test, clear passage test and simulated use testing were all performed with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the exact occurrence date is unknown, the event was reported to have occurred about 10 days prior to (B)(6) 2014. A companion device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a connection issue between the patient line of the cassette and the transfer set during the setup for peritoneal dialysis (pd) therapy. The reported issue occurred when the homechoice (hc) machine prompted ¿load the set¿, before the therapy was initiated. The patient was checking the patient line which was connected to the transfer set and noted that it was not connected properly. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.